Event description:
A surgeon reports having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Upon examination, the lens had rotated. The lens was repositioned one month after the initial surgery. In a follow up, the surgeon reports the outcome of the event as "excellent" and states the pt is happy with the results.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 08/21/2008 and 08/25/2008 by phone, fax and mail. Additional info was received 08/25/2008 by phone. A completed questionnaire was received.